Event description:
A phone call was made to the customer in order to follow up on a previous call he had made for high blood glucose levels. Spoke with the customer's father, and he stated that the customer did go to the emergency room. The father had no further information regarding the event. Advised the father to call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.